Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation did not identify any defects with the returned electrode. Since the device was used in a procedure, it showed a few minor superficial scratches. The device passed hipot testing. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was used with another instrument, and coag spray was used at 30w. While dissecting mesentery, energy output was distributed from the edge of the shaft, not from the electrode, and mesentery was partially cauterized. The insulation seemed shorter than the electrodes usually used, and the metal element seemed to be exposed more than other devices. There was no patient injury.